Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was reported to be 522mg/dl. It was reported that the customer treated with the pump. Troubleshoot was reported to be conducted. It was reported that the customer was advised to conduct full set and reservoir change. It was reported that the customer was advised to monitor the device.